Manufacturer narrative:
On 10/24/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed and it revealed a two tears (a and b) in the anterior view, measuring approximately 0.3 cm (a) and 0.5 cm (b). Microscopic examination was performed in both tear and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with unspecified mentor implants and experienced pain and a deflation on the left side post-operatively. As a result, the patient underwent removal and replacement with mentor smooth round moderate profile 150cc, catalog# 3501615, serial# (B)(4) (left), serial# (B)(4) (right) on (B)(6) 2019.